Event description:
It was reported that a remote monitoring transmission was sent due to the patient having a syncope episode five days prior. There was potential right atrial (ra) lead oversensing of t waves after v sense noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).